Event description:
It was reported that occlusion alarms occurred, which caused the customer's blood glucose level to rise to 503 mg/dl. To address the high blood glucose level, the customer took a correction injection via mdi and boluses. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin use.